Event description:
On (B)(6) 2012, a company representative reported that the pt¿s infusion device shut off and when it was turned back on the basal rates had to be reentered. During follow-up with the pt, he stated that the device did not shut off, but that his blood glucose level was elevated to 230 mg/dl and his normal range is 110-115 mg/dl. The pt reset the basal rate and used the infusion device to correct the elevated blood glucose levels. The pt keeps his basal rates set at 0.0 units of insulin from 7:00 pm to 7:00 am and 1.0 unit of insulin from 7:00 am to 7:00 pm. The pt stated that the issue occurred again, but it was only the 5:00 pm hour that was set to 0.0 instead of 1.0 unit of insulin. The pt checked his device and from 12:00 pm to 1:00 am the basal rate was set to 0.2 units of insulin. The infusion device was not set to profile 1. The pt¿s blood glucose level began to be elevated again and he thinks the infusion device does not deliver enough insulin. The pt did not require medical assistance for a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation.